Event description:
The patient reportedly experienced intermittencies followed by overly loud stimulation and a loss of lock. External equipment has been exchanged and programming adjustments were attempted, however, this did not resolve the problem. The patient's internal device was explanted. The pt was re-implanted with another advanced bionics device.